Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that clinician was unable to seat a healing abutment during a procedure. He already had a thread tap in the office which he used to re-tap the implant threads and place another healing abutment that he had in stock. The patient condition is fine. No malfunction against thread tap. Also provided implant information. The healing collar hc353 would not thread into the implant. I used another healing collar hc355 which worked. I used tool 0493 to gently rethread. Will need 0493 replacement tool.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) heal collar 3.5x5.5, 3mm (hc353) was returned for investigation. The imp,tsv,mcol mg,4.1mm,11.5mml (tsvm4b11) was not returned as it remains implanted. Visual evaluation of the as returned product identified the healing abutment with damaged threads. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. A pre-existing condition noted on the per was moderate bone density (type ii). The reported implant was located on tooth # 8 (universal) and remains implanted. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot numbers (1248761 & 2021020835). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (1248761 & 2021020835) for similar events and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported events (does not seat & damaged threads). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction for the healing collar did occur and the reported event (damaged threads) was confirmed. Additionally, device malfunction for the implant and the reported event (does not seat) could not be verified since, it was not returned.